Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the device. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.